Manufacturer narrative:
The customer reported to merge technical support that during another reboot of the hemo system, prior to the call-in to merge technical support, it took about 15 minutes or more to come back up. During troubleshooting efforts, merge technical support sent a command from the client pc to the hemo monitor to reboot. Twenty (20) minutes later, there was still no response from the hemo monitor. The customer had a spare unit on hand and swapped out the faulty one so the site's workflow would not be affected. Merge technical support shipped a replacement hemo monitor (RMA #(B)(4)) to the customer on 20jun2017. The faulty unit was returned to merge healthcare on 10jul2017 for evaluation. The results showed that the unit failed diagnostics testing. The hard drive was wiped and replaced, the unit was reloaded with software, and it ran for two (2) days without issue. (B)(4)

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo monitor failed in the middle of a procedure. The hemo monitor display turned black "for a second." Subsequently, the hemo system was rebooted resulting in a loss of patient monitoring. With merge hemo not capturing physiological data, there is a potential for delay of treatment that could result in harm to the patient. However, the procedure was completed successfully once the hemo system was rebooted. (B)(4)